Manufacturer narrative:
An event of additional valve implanted (valve-in-valve) procedure was reported. Although requested, no additional information was provided. A returned device assessment could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown size navitor vision valve was implanted in the patient. On (B)(6) 2025, the patient needed a second valve, navitor vision being too deeply implanted. A new non-abbott valve was implanted. The patient was reported discharged.